Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The patient has a chf bradycardia pacemaker. When the pacemaker paces in the left ventricle, the intrinsic morphology changes and the subcutaneous system oversenses the wide complexes. The sensing vector was set to the primary vector. The patient was lying down at the time of the events. Technical services advised some options. The doctor has programmed the pacemaker to address the morphology changes. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with a transvenous product. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The patient has a chf bradycardia pacemaker. When the pacemaker paces in the left ventricle, the intrinsic morphology changes and the subcutaneous system oversenses the wide complexes. The sensing vector was set to the primary vector. The patient was lying down at the time of the events. Technical services advised some options. The doctor has programmed the pacemaker to address the morphology changes. There were no additional adverse patient effects. The system remains implanted.